Event description:
It was reported to philips that the device failed to complete the boot sequence, resulting in loss of imaging functionality. No harm was reported to philips. Philips has started an investigation of this complaint.